Manufacturer narrative:
The investigation for the reported "aic - kbd/rotary knob issues" has been completed. The product was returned, and the reported issue was confirmed. Data analysis: imc logs were reviewed, but not relevant to the failure mode. Device analysis: during console testing, the failure mode was reproduced when a varistor on the impellatronic board was shorted. The reported intermittent issue of rpb malfunction was highly likely due to defective impellatronic board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced an issue in which the rotary knob did not scroll through the options during a patient management course. This was resolved by rebooting the controller, and there was no patient involvement.